Event description:
A facility reported that perfluoropropane did not retain required density on the day following surgery. The gas only retained density of 60-70% on the day following surgery though normally it is 90%. No pt identifiers were provided. The pt outcome was good.

Manufacturer narrative:
Eval summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other reports involving this lot number. No conclusion can be drawn. (B)(4).